Manufacturer narrative:
The reported issue of devices having stopped infusing, and had flashing red lights with the splash screen displaying a message of "communication error¿ was confirmed via log analysis; however the error event could not be replicated during the investigation. The pcu error log had recorded the system experienced a transition fault event with the code recorded being (faultid=; domain=4; classid=3; currentstate=1; eventid=1) followed with the recording of error code 800.8000. This error has been found to occur while on main battery power if there is intermittent battery connection with loose battery screws being a potential contributing factor. The investigation did not find the battery screws loose or any other intermittent battery connection occurring. The testing and inspection process did not find any existing malfunctions. The device is used for treatment purposes. The root cause for the reported issue that the devices stopped infusing and had flashing red lights with the splash screen displaying a message of "communication error¿ was not identified. Sample inspection: the inspection process did not find any issues that may have been a contributing factor for the reported customer experience of the devices stopped infusing. Log analysis results: the pcu error log was found to have recorded the system error code 800.8000 following a transition fault code event (faultid=; domain=4; classid=3; currentstate=1; eventid=1). The time was 5:55:02 pm on the date 20mar2021. The pcu battery log recorded the ac power was removed at the time of 3:45:21 pm on the date 20mar2021. It was recorded reconnected at 7:58:11 pm the same day. The pcu event log recorded three pump modules were actively infusing at 5:46pm on 20mar2021 while the system was operating on main battery power. At 5:50pm the channel b pump module was turned off (idle). At 5:54pm the pcu is powered on unexpectedly which produced the transition fault error event. Test results: ambulatory testing of the alaris system in the ¿as-received¿ state was unsuccessful in replicating the transition error event or having any other unexpected system error event occurring. The battery screws were checked for loose torqueing with none found loose. Device history: a review of the device history record showed the device had a manufacture date of 27jul2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a critically ill ICU pregnant patient was being transported urgently to another facility (tgh) via the tunnel for a cardiac cath procedure, as reported there was no issues during transport. Upon arrival at 6pm, outside the cath lab suite at msh facility, all the devices stopped infusing (2 pcu and 6 channels). The device was flashing red lights and the splash screen displayed a message of "communication error". The rn reported that the patient was not on IV vasopressors, only unspecified sedation medication however had on hand phenylephrine and midazolam however no additional treatment required. The patient was reportedly ¿ok¿ and transferred the care to the receiving team for a cath procedure. The devices were turned off in the cath lab and not plugged in to external outlet. After the procedure, the rn turned the devices off as they were alarming loudly and returned to msh facility. Upon arrival to the ICU, the rn turned on the devices and observed a green wifi light flashing and all of the devices worked without issues. The customer confirmed that there was no lasting harm to the patient or fetus and no required interventions. Although requested there was no additional event details provided at this time. The facility biomed is requesting if the transport to a different hospital and out of the network would have caused the communication error..

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a critically ill ICU pregnant patient was being transported urgently to another facility (tgh) via the tunnel for a cardiac cath procedure, as reported there was no issues during transport. Upon arrival at 6pm, outside the cath lab suite at msh facility, all the devices stopped infusing (2 pcu and 6 channels). The device was flashing red lights and the splash screen displayed a message of "communication error". The rn reported that the patient was not on IV vasopressors, only unspecified sedation medication however had on hand phenylephrine and midazolam however no additional treatment required. The patient was reportedly ¿ok¿ and transferred the care to the receiving team for a cath procedure. The devices were turned off in the cath lab and not plugged in to external outlet.. After the procedure, the rn turned the devices off as they were alarming loudly and returned to msh facility. Upon arrival to the ICU, the rn turned on the devices and observed a green wifi light flashing and all of the devices worked without issues. The customer confirmed that there was no lasting harm to the patient or fetus and no required interventions. Although requested there was no additional event details provided at this time. The facility biomed is requesting if the transport to a different hospital and out of the network would have caused the communication error.